Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 minutes: 417mg/dl, 235mg/dl and 183mg/dl. No reported actions taken. No adverse event reported. New system sent to customer and return requested.